Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused, approximately 30% of the filling volume was still inside. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.